Event description:
The pump gave a large amount of nitroglycerin IV to a pt which caused their blood pressure to drop to 60/30. Pt had to be given large amounts of IV fluid products to get their blood pressure back up.